Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called at 22:52 with low flow alarms that abruptly happened with a reading of 0.3 lpm. The patient stated they had not had any alarms leading up to this event and flow never maintained greater than 0.6 lpm after. Their driveline was disconnected from the controller at 04:20 due to persistent low flow state. The log file captured the start of low flow alarms at 22:50:17 on (B)(6) 2023. The flow dropped to 2.4 lpm and at 23:02:54 the flow dropped to 0 lpm and remained that way for the rest of the event history also during this time the power and pulsatility index (pi) trended down. A computed tomography angiography (cta) was performed and there appeared to be an obstruction that caused the flow rate to drop to 0 lpm. The patient was also hypotensive which required a norepinephrine drip. The patient underwent a pump exchange on (B)(6) 2023. The patient remained inpatient and was doing well post exchange.

Manufacturer narrative:
Voluntary mw number mw5115726 was received 21mar2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
User facility medwatch received that states the patient called reporting constant low flow alarms and was advised to call 911. The patient was taken to the hospital via ambulance. Computed tomography angiography (cta) of the chest was completed and showed no flow moving through the outflow graft which indicated a complete or near complete thrombosis of the outflow graft. The left ventricular assist device (lvad) was turned off and the patient was taken to the operating room for pump exchange. The patient developed acute respiratory failure after the pump exchange and was intubated while being managed in the intensive care unit (ICU). The patient did not have any respiratory compromise/failure prior to the exchange. The patient remained inpatient as the condition improved and was later discharged. Related manufacturer reference number: 2916596-2023-01847.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), revealed a thrombus formation within the rotor, which could have contributed to the reported drop in pump flow to 0.0 liters per minute (lpm) confirmed in the submitted log files. The report of the patient¿s driveline being intentionally disconnected could not be confirmed through the submitted log files. Additionally, a direct correlation between (B)(6)and the reported hypotension could not be conclusively established. Hm3 lvas, serial number (B)(6) , was returned with the pump cable severed approximately 2¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port, with the sealed outflow graft bend relief disengaged from the graft attachment hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of (B)(6) , a dark red, tissue-like deposition was found fully occluding the rotor eye and extending into each of the rotor¿s vanes. Although the deposition was well formed, the non-laminated structure as well as its lack of adherence to the pump rotor surfaces suggests that it likely did not form in the rotor and was ingested into the pump. The specific origin of the thrombus as well as a duration of time for which it was present in the pump could not be conclusively determined through this evaluation. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, the deposition was obstructing a significant portion of the blood flow path in this location and would have contributed to the reported decrease in pump flow confirmed through the submitted log files. Visual examination of the pump¿s remaining blood contacting surfaces revealed large amounts of loosely coagulated blood and tissue-like clotted blood. The lack of structure of these depositions suggested that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in flow, or blood remaining stagnant within the device post-explant. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the retrieved log files revealed a decrease in pump flow to 0.0 lpm. These findings appeared consistent with the reported events, the events captured in the submitted log files, and the finding of an occlusive deposition within the vanes and eye of the rotor. Despite the observed decrease in flow, the pump appeared to have otherwise functioned as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 2 of the IFU and section 2 of the patient handbook, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Additionally, section 2 of the IFU, provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 of the IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.